Event description:
Pt with medical history of aortic stenosis, bicuspid valve, left ventricular hypertrophy, calcification, and viral pericarditis (12/98) s/p pericardiotomy underwent an inclusion root aortic valve replacement procedure using a 22 mm aortic homograft and hemashield patch on 2/3/99. Pt developed fever 2 weeks post-operatively and was cultured positive for staphylococcus epidermis on day 16 post-operatively. On 3/3/99, pt had valve explanted, according to operative notes, "the aorta was transected and the homograft evaluated. The leaflets appeared to be pristine and the coronary ostia free of disease. The homograft was exised and beneath the homograft, a small vegetation was identified and cultured. No area of dehiscence or abscess was identified. The entire homograft was removed and the annulus found to be free of gross disease." The pathological report notes gram positive bacteria, gross examination of valve leaflet evidenced no calcifications or vegetations. Also noted upon pathological examination, was evidence of necrosis and fibrin deposition, although it is not clear if the sampled portion is valve tissue or cardiac muscle.